Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from (B)(6) vigilance program which states, "smart pump channel error message. Had propofol infusing for an intubated patient that was proned. Channel was changed as well as the smart pump. No harm to patient done but due to time needed to put on ppe for covid isolation there was potential for a negative outcome had the patient awoken."

Event description:
A report was received from health canada's canada vigilance program which states, "smart pump channel error message. Had propofol infusing for an intubated patient that was proned. Channel was changed as well as the smart pump. No harm to patient done but due to time needed to put on ppe for covid isolation there was potential for a negative outcome had the patient awoken."

Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.